Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced stress, concern, dizziness, burning sensation at their chest, discomfort, twitching, and pinching at the pocket site. The patient presented (B)(6) 2018 in clinic for follow up. Upon device interrogation, the right atrial lead exhibited failure to capture. Chest x-ray was performed indicating that the lead had dislodged. The patient presented on (B)(6) 2018 for lead revision procedure. During attempted repositioning, the helix of the lead would not extend or retract. The lead was explanted and was replaced successfully. The patient was stable post procedure.